Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Product return has been requested from the user facility but has not yet been received. If received an evaluation will be conducted and a follow up report will be sent. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Four (4) sternalock screws broke during surgery and were unable to be removed from the patient's bone.